Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was described as due to performing pd therapy for many years and the peritoneal membrane failed, however this was not confirmed, therefore, the cause was unknown. The patient was hospitalized for the event. On an unknown date during hospitalization, the pd catheter was removed as it had failed and the patient was placed on in center hemodialysis. The patient was not treated for the peritonitis event. One week after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event of peritonitis. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.